Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he found a way to delay boluses on his insulin pump and wanted to know where it is. Customer wanted to change his active insulin because his blood glucose has been high throughout the day and low at night. Customer was explained that changing the active insulin time won't resolve the issue he is having. Customer declined troubleshooting and stated that he has a doctor's appointment coming up. Customer stated that he also woke up with a blood glucose level of 42 mg/dl this morning.